Event description:
Additionally, it was reported that the event resolved 8 months post-onset.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect - impact code: f2203. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1 cc of juvéderm® voluma¿ xc. Two months later, the patient experienced "firm, visible nodules" on apex of cheeks and "skin discoloration" at the injection site. The patient was treated that day with hylenex .4 cc and kenalog 40 mg/ml .2 u diluted and again 5 days later. Nine days after second hylenex treatment, "a pustule appeared with drainage expressed by patient" three days later, "severe swelling" extending up to right eye was noted. The patient was treated that day with keflex 500 mg qid x 10 days and prednisone 10 mg qd x 5 days. Three days later, the patient was treated with doxycycline 100 mg 0 bid. That same day, a CT scan and blood tests were performed, which (per the patient) resulted in ¿no abscess¿ and ¿showed body trying to fight off infection,¿ respectively. The next day, "a pustule appeared on left cheek with drainage expressed by patient." Four days later, pictures were viewed and the patient was treated with another .5 cc of hylenex and massaged. The prednisone prescription was refilled and the patient was instructed to continue antibiotics. The event is ongoing.